Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device. The patient stated that the sensor site area on the arm was red, hard, and was draining. The patient saw a physician on (B)(6) 2020, was prescribed an antibiotic, and symptoms improved. At the time of the report, the skin reaction was getting better. No additional patient or event information is available.